Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie drawer failed to open. When attempting to recover storage space, the drawer clicked but could not be pulled out to clear the obstruction. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to pull the drawer. A field service engineer (fse) had replaced the drawer assembly due to damaged slides. The examination had shown that the bumpers were missing or damaged, which had caused the migration of the bearing retainer and the subsequent loss of ball bearings. Functionality had been verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.